Event description:
It was reported that a revision surgery was performed due to poly dislocation. Poly was exchanged and replaced. Primary surgery performed on (B)(6) 2018.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was communicated that no consent had been granted for patient details and medical history; therefore, a thorough medical investigation could not be performed. The poly insert revision approximately 1.5 years post primary implantation was reportedly due to dislocation. The patient impact beyond the reported dislocation and subsequent revision could not be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include a fit/sizing issue or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.